Manufacturer narrative:
Based on the available information, this event is deemed to be a mafunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced adhesive issue event on (B)(6) 2025. The patient reported that the shorter piece of tubing with the needle came off while the patient was showering, stating that it did not stick properly.